Event description:
It was reported the patient¿s lead was prompting the delivery of shocks which spurred the patient to present to the emergency room. At the emergency room, a device download caused the device¿s memory to be lost so it was unknown if the shocks were appropriate. Further, while in the emergency room, it was determined the lead was not capturing. No intervention was performed.